Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via social media that the insulin pump had a delivery anomaly. The customer's blood glucose level was 240 mg/dl at the time of incident. The customer reported recently had to stop it due to post meal highs caused by the insulin pump stopping basal for up to an hour after bolusing, regardless of the blood sugar level. The father states there is a failure of basal delivery, regardless of the blood glucose level. The customer did not troubleshoot the issue. The customer will not be return the insulin pump for analysis.